Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they installed a new acetaminophen assay on the cobas 6000 c (501) module on (B)(6) 2018. The assay was installed on the complained c 501 analyzer (c 501 #1) as well as a second c 501 analyzer (c 501 #2). The application was installed on both analyzers in exactly the same manner. On (B)(6) 2018, the customer noticed that the calibrator decimal point placement entered in the complained analyzer software was different than what had been installed. Between the time of installation and the time the issue was noticed, results for 17 patient samples were released outside of the laboratory. Data was provided for a total of 13 patient samples. Of these, two had erroneous test results. Erroneous results were reported outside of the laboratory. Results for the following assays were affected: ca2 calcium gen.2, iron2 iron gen.2, gluc3 glucose hk gen.3, chol2 cholesterol gen.2, altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation, ua2 uric acid ver.2, and astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation. Refer to the attachment for all patient data. To troubleshoot the issue, the customer initially ran patient sample 2 on c 501 #2. This sample was then tested on c 501 #1 and the customer noticed large differences in results for tests which had changed calibrator decimal point placement. The calibrator decimal point placement settings were then adjusted on c 501 #1 and the sample was repeated, yielding results that were similar to the values from c 501 #2. No adverse events were alleged to have occurred with the patients. The reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
The investigation determined the issue was due to a customer handling issue. Product labeling states to obtain a lot calibration for the current reagent lot and for all previously registered reagents lots that will be used after a calibrator download. In addition, all cobas c packs currently in use as well as temporally unloaded cobas c packs must be recalibrated. This is described in a popup window showing on the device screen after downloading a new lot of calibrator and is documented in product labeling. There was no malfunction of the device.